Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield sensing of ventricular signals on the atrial channel that resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed the reports and provided reprogramming options. The device remains in use. No adverse patient effects were reported.